Manufacturer narrative:
Weight, ethnicity, and race: unk. This product is not marketed in the us (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2, -8.50/1.0/068 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2020. Lens flipped during insertion into patient eye. The lens was removed and exchanged for the same size, similar (sphere/cylinder/axis) lens on (B)(6) 2020. This resolved the problem.

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. Claim#: (B)(4).